Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse arrived onsite and was able to duplicate the customers complaint, the unit failed the pressure tests and air flow tests. The fse performed troubleshooting per service manual and determined that the data acquisition printed circuit board assembly (da pcba) and the air flow module were defective. The fse replaced the da pcba and the air/ o2 flow module to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying an error code 1108 machine pressure sensor auto zero failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil). The pil technician installed the flow sensor assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no evidence of damage or contamination. The flow sensor assembly was tested, and pil tech could not confirm the accusation of the ec 1108 machine pressure sensor auto zero failed message noted in the complaint. Pil tech verified that the pil standard test bed (stb) with the suspect flow sensor assembly installed and a temp install of the pil data acquisition (da) printed circuit board assembly (pcba). Pil operated for approximately 25 minutes without issue or error code. In addition, the suspect flow sensor assembly with the pil data acquisition pcba installed passes all required pressure sensor testing noted in step 4 of the service manual. No problem found.